Event description:
It was reported that camera head had image noise. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leakage, water invasion in the main body imaging, deformation of the main body and scratches on the main body lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise appeared on the image because the main body imaging malfunctioned due to water invasion, preventing normal communication. Additionally, air leakage was caused by deformation of the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.